Event description:
It was reported that the patient had an artificial urinary sphincter 4.0cm cuff added to the system due to recurring incontinence. Further information was requested and not yet received.

Event description:
It was reported that the patient had an artificial urinary sphincter 4.0cm cuff added to the system due to recurring incontinence. Further information was requested and not yet received. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Additional information: analysis results, evaluation result and conclusion code.